Manufacturer narrative:
Device evaluation: conclusion and result code information. Additional information: investigation concluded that the root cause can be attributed to an issue with the bga soldering or wrong configuration on the touch controller. The display unit on the device has been replaced with a new one to resolve the issue. The device was repaired and sent back to the customer.

Manufacturer narrative:
Technical support identifies from the device log files that forced shutdown during running ventilation was visible. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the bellavista 1000e screen froze/touch screen was unresponsive. This was during use on a patient and machine had to be exchanged as they were not able to apply needed ventilation changes. There was no patient injury.